Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the contamination was likely introduced during preparation of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the emboshield nav6 embolic protection device was prepared for use and no issues were noted. After the device was prepped, a human hair was noted on the distal edge of the device, where the guide wire exits the delivery catheter. The device was not used and there was no patient involvement. There was no adverse patient effect and no clinically significant delay. A second emboshield nav6 was then prepared for use without issue. No additional information was provided.